Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was received for high out-of-range shock impedance of 127 ohms on the right ventricular (rv) lead. The rv lead impedance has been increasing since implant, and boston scientific technical services (ts) discussed possible calcifications that could be affecting impedance and programming options. The device remains in service. No adverse patient effects were reported.